Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) usage was difficult and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when taking injection, insulin is leaking onto his skin and he sees a small of blood on injection site. Stated, over the years his skin is a lot thicker therefore its harder for needle to penetrate injection site and when it does, the insulin is forced back onto his injection site. Stated, it doesn't happen all the time. Did not seek medical. Stated, he just wants to change to a longer needle.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) usage was difficult and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, when taking injection, insulin is leaking onto his skin and he sees a small of blood on injection site. Stated, over the years his skin is a lot thicker therefore its harder for needle to penetrate injection site and when it does, the insulin is forced back onto his injection site. Stated, it doesn't happen all the time. Did not seek medical. Stated, he just wants to change to a longer needle.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.